Event description:
The manufacturer received information alleging oxygen leakages sound coming inside the ventilator. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the technician documented that the oxygen blending module assembly was defective. The technician recommended replacing the device's oxygen blending module subassembly to address the issue. No further investigation is required at this time.